Manufacturer narrative:
Product analysis: the hawkone was returned detached from the cutter driver with a previously opened hawkone pouch which indicated lot 0009971679. The preliminary inspection found the distal assembly was separated/fractured apart between the proximal edge of the laser drilled coils of the housing. The cutter assembly was located advanced outside the cutter window. The detached distal segment showed traces of biologics within the housing. The guidewire tubing of the housing showed zipper tearing from the proximal edge and continued for approximately 0.5cm. The fracture face of the distal segment showed the fracture occurred within the tecothane layer at the approximate area of the platinum iridium to stainless steel transition. The cutter assembly was advanced approximately 0.5cm distal the cutter window. The cutter was inspected under microscope and found possible traces of ped wrapped around the cutter blank. The fracture face of the proximal segment showed a radial ductile facture at the proximal edge of where the coiled segment initiates and a portion the laser drilled coils were stretched out distally. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the tip separated at hinge pin. All device components were accounted for. No vessel damage was noted angiographically. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a hawkone atherectomy device with a 6fr sheath and non-medtronic guide wire during treatment of a 170mm calcified lesion in the patient¿s mid and distal left superficial femoral artery (sfa) and popliteal artery (pa). Vessel diameter reported as 7mm. Moderate vessel tortuosty and severe calcification are reported. Lesion exhibited 80% stenosis. IFU was followed. Pre-dilation was performed. It is reported that during withdrawal of the device resistance was severe resulting in tip detachment. The physician had difficulty pulling the device back into the sheath and it was observed the wire had looped back. The physician successfully pulled the device through the sheath with resistance. When the device was removed for the patient, it was observed the tip had detached. The detached portion remained on the interventional wire just across the bifurcation. A 7fr sheath was advanced to the left femoral artery and a snare was advanced and used to remove the detached portion. No injury reported.